Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by the distributor that while preparing to use product, a noticeable insect contamination was observed on the dressing upon opening. Since the dressing was intended for application on a wound, the physician declined to use it due to concerns about potential infection. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Based on the available information, this event is deemed to be a reportable malfunction. Complaint code: foreign matter (e.g. Hairs, insects) within primary pack (sterile products). Region: taiwan. Product / sap: 1713691 convatec foam lite 15x15cm (1x10pk) ster eur. Lot: 4k02425. Date of manufacture: 20 oct 2024. Complaint reference: (B)(4). Sterilization: sterigenics wo: (B)(4) 29oct2024. Batch size: (B)(4) secondary packs (B)(4) primary units). (Tw: (B)(4) was received from taiwan reporting; when attempting to use product: 421561, a noticeable insect contamination was found on the dressing upon opening. Since the dressing was intended for use on a wound, the physician was unwilling to use it due to concerns about potential infection. For material: 1713691, batch: 4k02425. The lot was manufactured on 20 oct 2024 and sterilized under sterigenics wo: (B)(4) 29oct2024. Impacting 01 primary unit from (B)(4) secondary units (B)(4) primary). Three photographs provided and confirm the missing print on the primary packs of 02 units. No physical sample was received. The complaint was confirmed from the photographic evidence provided . No physical sample was received to convatec. A full batch record review was completed for lot: 4k02425. All in-process checks, qc inspections, and final release activities were acceptable. No material, equipment-related or contamination-related issues were recorded. Good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and procedural adherence during the production period. No non-conformance raised during the production order of (B)(4). One other complaint raised for batch: 4k02425 - difficult to remove dressing tw: (B)(4) not related to this complaint code. Similar complaint ¿ (same complaint code) one in the last 12 months for material code: 1713691 for insect contamination: one other complaint for insect in dressing raised in the last 12 months- tw: (B)(4) ¿ batch: 5b02279, aquacel foam ag adh 10x10cm 1x10pk cee, material: 1705405 produced on circle. The finish pack material produced on 19feb2025 with the dressing produced for this order: (B)(4) were produced on delta 1. No other insect contamination complaints have been raised against deeside (with exception to tw: (B)(4) for 24 months. One additional complaint for material: 1713691: tw: (B)(4). Originated from japan reporting ¿there was a sheet that appeared to be part of the dressing material mixed into the dressing in the individual packaging.¿ this was perforated trilam overhang. Not related to insect contamination. The presence of an insect within the dressing does not impact batch traceability or labelling accuracy; however, it constitutes a foreign-body contamination that presents a potential biological risk to the patient and renders the product unusable, therefore impacting both patient safety and product usability as per procedure (pd) ¿ general inspection (version 2.0), the required inspection level for labelling and contamination is acceptable quality level (aql) 0.40, with an accept at 2/3 reject for batch sizes of (B)(4) primary units. For this batch, the appropriate inspection regime was applied during routine in-process and end-of-line checks. A total of (B)(4) units (B)(4) primary units) have been sold and (B)(4) units (B)(4) primary units) distribution centres, across this population: no additional complaints or defect reports relating to labelling or print for either primary or secondary pack or similar visual anomalies have been received. Quality monitoring, including batch record review, in-process inspection records, and device history checks, did not identify any trends or repeated occurrences. Based on the complaint rate (01 contaminated unit reported from (B)(4) secondary pack (B)(4) primary packs manufactured, currently 4740 packs sold), the batch remains well within acceptable quality level (aql) limits, and therefore no acceptable quality level (aql) excursion has occurred. Total of (B)(4) secondary packs sold, remaining 456 packs remaining at distribution centres. Given the absence of repeat events, absence of any correlated deviations, and no similar complaints across the distributed units, the risk to product quality and patient safety is assessed as minimal. The event appears to be isolated, with no evidence of a systemic failure mode. The most probable cause is environmental ingress of an insect into the cleanroom via gowning or packaging/warehouse airlock areas, combined with the absence of insectocutors in these transition zones. This represents a pest-control gap at the interfaces between controlled and uncontrolled areas. In cleanroom environments, pest control must rely on prevention of ingress, environmental barriers, strict gowning and material transfer discipline, and passive monitoring traps in transition zones rather than active insect ¿zappers¿ within classified areas. The insect was found between the perforated silicone adhesive backing and the foam pad of the dressing. This indicates that the contaminant was introduced during the marrying of these two materials on the delta 1 line, after individual components had entered the cleanroom. Contributing factors: pest-control design at transition points, line design and product orientation. Dressings exit delta 1 with the pink pu side facing upwards and are placed into crates in the same orientation. Operators therefore do not have routine visibility of both sides of the dressing during in-process checks. Reliance on manual visual inspection: there was no automated vision system implemented on delta 1 to verify dressing compliance. Inspection at this stage is entirely manual, and while operators perform visual checks during processing and of the finished primary pack prior to secondary packaging, the inspection method is inherently limited and cannot reliably detect all low-probability, small foreign-body defects. In summary, the isolated foreign-body contamination event introduced during processing on the delta 1 line. Batch traceability and labelling were not affected; however, the defect represents a potential biological risk and renders the impacted dressing unsuitable for use. The most probable cause was environmental ingress of an insect through cleanroom transition areas, compounded by the absence of insectocutors in gowning/material airlocks and limitations associated with manual visual inspection on the delta 1 line. No additional units from the batch exhibited similar defects, and all available evidence supports that this was a single-unit occurrence. Appropriate corrective and preventive actions have been identified to strengthen pest-control measures at cleanroom interfaces and to improve detection capability on the line. Circle line is scheduled for full decommissioning in 2026, to be replaced with a new production line equipped with a functioning vision and print-presence detection system. This planned upgrade will address the core detection limitations that contributed to this event. With only one units affected, the batch remains within specification and acceptable quality limits. The issue is considered isolated, with no systemic recurrence identified. No corrective action / preventive actions (CAPA) is required. One already open corrective action / preventive actions (CAPA): tw2341489 opened 12 aug 2025 and in implementation phase for the management of insect contamination and evaluation of review the number and placement of good manufacturing practice (gmp)-compliant insect light traps in production support areas (gowning lobbies and packaging corridors). Update rentokil facility maps to reflect the current production layout. Install additional good manufacturing practice (gmp)-compliant glue-board insect light traps at identified transition points leading to cleanroom entry. The complaint will be monitored through routine trending and the post market product monitoring review process standard operating procedure (sop).

Event description:
To date no additional patient or event details have been received.